Event description:
Suture reloads used during laparoscopic nissen. One suture failed to tie down tight. Three others were used with no apparent problems. As case finished, surgeon noted metal object. Surgeon retrieved metal object. It appeared to be part of suture reload unit.